Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17285. Related manufacturer reference number: 1627487-2021-17288. It was reported that the patient's ipg was at end of life and that one of the patient's leads was exhibiting high impedances. As a result, the physician explanted and replaced the patient's system. Surgical intervention resolved the issue and therapy was restored. Note: it is unknown which lead was exhibiting high impedances so both are being reported on.